Event description:
Doctor was performing a lateral release on a knee and inserted the saber 30, single hook wand into the joint and performed surgery. The dr removed the wand from the pt. Dr was reinserting the device back into the joint and while looking through the scope, noticed the wand tip was no longer attached to the wand. The dr brought in a c-arm and immediately found the tip loose in the joint. The wand tip appeared to pull out of the wand. Dr states he could see the wand tip. Dr choose to leave the wand tip in the knee. Tip is located in knee's posterior compartment. Post-op and 10 day follow up x-rays confirm the wand tip to be stable and resting up next to the bone. During the folow up visit the dr tried having the pt stand and lay flat for follow up x-rays to determine the stability of the wand tip. In comparing the x-rays, the dr concluded the wand tip was stablized and would not try to retrieve to wand tip.